Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a lower anterior resectioning procedure, the reducer of the device broke and detached from the trocar. No patient injury or extension in surgical time.